Event description:
The distal end of the catheter was torn off and remained in the blood vessel. It occurred during the procedure. The distal section of the catheter remained. Additional information received december 2004: the pt was bleeding from the upper mesenteric artery. In order to stop the bleeding, a tornado coil was placed. At first a guide catheter (angiographic cathater) was inserted through femoral artery then, a boston micro catheter was inserted through the guide catheter. Thus, the coil was placed, but it did not expand. To retreive the coil, the user removed the boston micro catheter which was previously inserted, then a sk400 kit (a snare component and a micro catheter component) was used. The guide catheter had been positioned, leaving the distance of 7 cm from the coil. Then, the sk400 kit was inserted. The sk400 kit could not be advanced any more at 6cm to the coil, because the blood vessel was not straight, but winding. When the user removed the sk400 kit, the distal section with radiopaque marker (2mm) of the micro catheter was broken and missing. In this case, the sk400 should have been inserted through the guide catheter.